Manufacturer narrative:
It was reported that the patient did not hear a "no power" alarm after the site confirmed a loss of power. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a controller power up and motor start event on (B)(6) 2015 at 10:01:35. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The power connections with the controller were reliable and when both power sources were disconnected simultaneously, the controller activated the "no power" alarms as intended. Log file analysis revealed a controller power up and motor start event on (B)(6) 2015 at 10:01:35 and 10:01:40 respectively. The data point prior to the loss of power, at 09:25:48, recorded battery (B)(4) connected to power port 1 with 26% relative state of charge (rsoc) and (B)(4) connected to power port 2 with 97% rsoc. Data log files revealed that battery (B)(4) at 26% rsoc was replaced with (B)(4) with 99% rsoc after the controller power up event. Log analysis suggest that the patient may have been without power for up to 13 minutes. Based on the available information, the most likely root cause of the loss of power can be attributed to an unintentional disconnection of both power sources. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient's controller had a power-up and motor start logged on (B)(6) 2015. It was stated that the vad stop time could be anywhere from a few seconds to up to 13 min 5 sec. It was further stated that the controller didn't sound during the event. It was said that the patient replaced the power sources accordingly and that the medical doctor performed an elective controller exchange. It was stated that there were no effects or consequence to the patient. No additional information provided. Investigation is ongoing.